Manufacturer narrative:
This report is submitted on may 02, 2018.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2018, due to the patient requiring an MRI scan. It was reported that the patient is a non-user of the device from onset.